Manufacturer narrative:
Product anticipated to return, f/u will be provided upon completion of investigation.

Event description:
"The label for the trocart was wrong. It was mentioned 5 mm yet in reality according to them the diameter is 7 mm. Difficult to introduce the trocart, the entrance needed to be forced which caused muscles to be ripped."